Event description:
Plaintiff alleges the development of latex allergy after exposure to latex gloves. She alleges sustaining numerous injuries, including respiratory problems, anaphylactic reactions, and related mental and emotional distress, of a permanent and continuing and life-threatening nature. Further alleges suffering considerable mental and emotional anguish, limitation and restriction of usual activities, pursuits and pleasures and substantial loss of earnings and earning capacity. Plaintiff's husband, alleges loss of consortium of his wife.